Manufacturer narrative:
Integra has completed their internal investigation on 12jan2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the device history record found no anomalies during the manufacturing period of the product. The manufacturing lot elx8 was manufactured in july 2011 according to old technical specification following DHR review. No anomaly is observed, in particular for star tip dimensions. A review of the complaint system was performed. This is the second incident (for the past two years) reported to newdeal about a breakage of star tip cannulated screwdrivers. (B)(4). Conclusion: given the description of the event and the observations during the investigation, the root cause is an overstress in torsion applied on the screwdriver tip. The incident is confirmed as the tip twisted before the breakage.

Event description:
It was reported the screw driver broke. No event circumstance or patient impact has been provided. Additional information has been requested.